Manufacturer narrative:
(B)(4).

Event description:
The customer stated that after daily maintenance, calibrations failed for ise tests on their cobas 6000 c (501) module. The customer also complained of multiple system alarms. The customer then mentioned that a tech noticed that patient results for ise tests were running low. The tech repeated the samples on their back up c501 module and different results were obtained. The customer provided results for 2 patient samples tested for ise indirect na, k, ci for gen.2. Based on the data provided, the results for 1 patient were erroneous when tested for na and cl. The erroneous results were reported outside of the laboratory. The initial na result was 119 mmol/l. The repeat result was 143 mmol/l. The initial cl result was 131.5 mmol/l. The repeat result was 102.4 mmol/l. The customer is not aware of any treatment for this patient. No adverse event was reported. No electrode lot numbers or expiration dates were provided. On (B)(6) 2016 the customer replaced the ise tubing. On (B)(6) 2016 the customer performed monthly maintenance on the instrument. The customer indicated she would be changing out the reaction cells and the lamp. The field service engineer (fse) visited the customer site and identified a fluidic failure. The vacuum was not functioning properly at the dilution vessel. The sipper nozzle was scratched and bent. The sipper tube was lifting the sipper out of position and there was a loose tube fitting at the reference electrode. Corrective maintenance was performed by the fse. The vacuum lines were flushed and the sipper nozzle was replaced. The customer was advised on how to properly install tubing to the sipper nozzle. The loose tube fitting was tightened. The customer ran acceptable calibration and quality control tests. The instrument is performing within specification. The customer has not had any further issues. Based on a review of the calibration trace, multiple errors were seen. A specific root cause could not be identified. The customer was receiving na results that were too low and cl results that were too high. Possible root causes for this may be related to air in the sample channel, leakage current coming from waste or using old or expired electrodes. The investigation stated that the maintenance performed by the fse around the sipper nozzle and the vacuum lines is a reasonable solution to the customer¿s issue.